Event description:
It was reported that the usb port was damaged and a piece broke off resulting in difficulties charging the pump. The customer's blood glucose level ranged from 192-193 mg/dl. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.